Event description:
A report was received that the struts of the stent were "sticking out". No add'l info was provided. Add'l info has been requested and is pending.

Manufacturer narrative:
The product has been received and an analysis is pending. Add'l info will be submitted within 30 days of receipt.